Event description:
The manufacturer received information alleging an issue related to a dreamstation 2 device's sound abatement foam. The manufacturer received voluntary medwatch (mw5152992). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of burning smell, overheating, sleeping issue, serious respiratory issue, lung inflammation, pain, nausea, low oxygen levels, dizziness, asthma attack, breathing issue, and heart palpitation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation 2 device's sound abatement foam. The manufacturer received voluntary medwatch (mw5152992). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of burning smell, overheating, sleeping issue, serious respiratory issue, lung inflammation, pain, nausea, low oxygen levels, dizziness, asthma attack, breathing issue, and heart palpitation. There was no report of serious or permanent patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.